Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have a broken light pipe lens, and a broken footrest. During evaluation, no issues with the lcd were found. The battery was charged for approximately 16 hours and the device remained powered on via battery power for approximately 50 minutes before shutting off. The unit's battery was identified as a power patrol battery which is no longer a masimo approved vendor.

Event description:
The customer reported the unit's lcd is partially illuminated and needs a new battery. No consequences or impact to patient were reported.